Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was implanted and no adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. No allegation, our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported, this lead was capped because of a fracture. A new lead was implanted and no adverse pt effects were reported. The lead was actively implanted for approx 1 year, 4 months.